Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that there were suction alarms at every performance level. The team also attempted to reposition the pump multiple times, but the issue persisted. The pump was removed and replaced with another impella, there was no reported harm to the patient.